Event description:
Patient reported experiencing low blood glucose levels for the past 14 days while on vacation. Patient switched to a different infusion device and blood glucose returned to normal, and patient believes the insulin delivery of the infusion device is too high. Patient was able to treat low blood glucose independently by drinking (B)(6). Patient typically changes the cartridge and infusion tube every five days. The correct type of battery is used, and the infusion device was not exposed to water or electromagnetic fields. Patient did not have an infection or start new medication, and normal blood glucose is 150 mg/dl. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.